Manufacturer narrative:
It was indicated this lead was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced multiple syncopal episodes. Upon investigation, loss of capture and threshold measurement issues were noted on the rv lead. A partial lead fracture was suspected. As a result, an external device was being used until the revision procedure could be performed. This lead was explanted. No additional adverse patient effects were reported.